Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has a pocket pain due to their ins being implanted at an angle and somewhat superficial. The battery catches on things which causing pain. The patient was referred somewhat recently to a doctor for a pocket revision. The doctor told the patient that he could put the battery lower in her buttocks, but could not say for sure that this would solve the problem. When the rep met with the patient, she was continuing to have pain. The patient only has a few options other than a pocket revision, so the patient is going to have to make a decision on the next steps. No further complications were reported. No additional patient symptoms were reported.